Manufacturer narrative:
Covidien reference number: (B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. While on a test lung, the device started cycling quickly and the test lung was not fully deflating between each cycle. The proportional valve was replaced and the auto triggering issues was resolved. An unrelated issue was found and corrected. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator was auto-triggering and the respiration rate was 3 times the set rate. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.